Manufacturer narrative:
This report is being submitted to report additional information. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot numbers were inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot numbers for similar events and no other relevant complaint was identified. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimmer biomet control, including those related to medical conditions / patient habits and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation and no association between the dental implant and bone loss was found that can explain these events. Therefore, the reported event remains non-verifiable as it is a medical condition. Osseointegrated dental implants are an important tool in prosthetic dentistry and provide edentulous patients with alternative replacements for teeth. Although most implants are extremely successful, with survival rates of up to 98% for implants placed in controlled clinical settings, implants can fail. One problem associated with this minor defect rate is bone loss, which is likely attributed external factors including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Bone loss is a previously investigated failure which is currently trended on a monthly basis. Current implant design and manufacturing risk documentation assess bone loss as potential failures with adequate controls in place. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. With no signals indicating a systemic quality issue, no escalation to CAPA is required. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Initial reporter title is unknown / not provided. Additional PMA/510(k) number is k013227.

Event description:
It was reported that the implant was removed due to bone loss at the implant site.